Event description:
Insertion conducted on (B)(6) 2012, appeared clear of any foreign bodies. On CT and xray, foreign body found within the right atrium. Foreign body extracted at great risk to pt. On inspection, resembled "splintering" of a peel away sheath."

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revl0430 showed no other similar product complaint(s) from this lot number.